Event description:
The customer reported that the system would not start up. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc board was evaluated and replaced. The cmos settings were readjusted. The system was tested and found to be working as intended and returned to service.